Manufacturer narrative:
Correction: this report is to retract 2017865-2020-15119, submitted on (B)(6) 2020. This report was erroneously submitted. Additional information received noted that the patient's cause of death was unrelated to this device.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15112, 2017865-2020-15114, 2017865-2020-15118. It was reported that patient presented with their left ventricular lead causing extracardiac stimulation on (B)(6) 2020. The lead was reprogrammed to address the issue and patient was stable after the event. New information received noted that patient had deceased on (B)(6) 2020. Cause was listed as "unknown."